Manufacturer narrative:
Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been in discharge for six to nine months. The patient had poor coupling so the doctor was going to reposition the ins on (B)(6) 2020. They did multiple physician mode recharges and now the patient was charging normally. When the healthcare professional (hcp) checked the ins with the physician programmer, they got the message that said to replace the batteries now. Additional information was received from the rep. It was reported that the charge was low so the programmer believed the device to be an external neurostimulator and provided the message that the batteries required replacing. The rep's understanding was that this was normal behavior for this particular situation.